Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the hcp had a patient that transferred over from (B)(6) and unfortunately due to a date error, and the patient not noticing the low reservoir warning alarm her pump became empty. We managed to refill her within around two days of the pump empty alarm being heard, and so far it seems to be working without any problems. However, when I contacted the patient today to see how she was getting on, the only issue she had to mention was that ever since the pump had become empty she had noticed a strange smell, which she could only describe as a sort of powdery smell in her nostrils which hadn¿t gone away. No further complications were reported and/or anticipated. On 2020-jan-13 (for, rep): no new information. On 2020-jan-29 (for, hcp, rep): no new information. On 2020-feb-24 (for, hcp, rep): no new information.

Manufacturer narrative:
H6: patient code: c50499 no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.